Event description:
It was reported to boston scientific corporation that a wallstent endoscopic covered biliary stent system was used during an endoscopic retrograde cholangiopancreatography procedure on (B)(6) 2012. According to the complainant, the indication for stent placement was to treat a 15 mm malignant biliary stenosis secondary to pancreatic cancer. The lesion was not dilated prior to stent placement. During the procedure, the physician encountered a problem during deployment. The stent was stuck in the delivery catheter was unable to be deployed. The stent was removed from the patient fully constrained on the delivery catheter. The procedure was successfully completed using another wallstent endoscopic covered biliary stent system. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event, based on investigation results which revealed that the stent wires perforated the outer sheath and the stent wires were damaged.

Manufacturer narrative:
(B)(4) for the evaluation findings of catheter perforated. (B)(4) for the evaluation findings of stent wire damaged. A visual examination of the returned device revealed that the stent was fully mounted on the delivery system. The clear outer sheath was kinked and accordioned along its length. The distal stent wires had perforated the outer sheath at approximately 10 mm proximal to the distal end of the outer sheath. The catheter was kinked at several locations along its length. During analysis it was not possible to retract the outer sheath to deploy the stent so the shaft was dissected proximal to the stent and the inner shaft and stent were withdrawn from the outer sheath. No issues were noted with the inner shaft; however the distal stent wires were damaged from where they had perforated the outer sheath. No issues were noted with movement of the outer sheath proximally or distally. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications, but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification is operational context.